Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer confirmed the cabling and it was determined the customer has a cable from the video processor (cv-190) comp out to the sdi in (serial digital interface) on the suspect monitor. The customer was instructed to move the cable on the cv-190 to an sdi out terminal if available. The cable was moved and the image displayed successfully. No further assistance was requested from the customer and no device will be returned. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical equipment technician at the user facility of set-up issues of the high definition liquid crystal display monitor with an olympus printer as there was no image from the monitor during preparation for use. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the image not displaying could be attributed to the setting, not the monitor. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.